Manufacturer narrative:
(B)(4). The device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device evaluation was completed. A device history record review was performed and revealed no issues that could have caused or contributed to the rite (returned instrument test evaluation) failure. The external/internal inspection was performed and the device passed, along with all of the electrical testing. The device passed temperature confirmation testing. The fluid volumetric accuracy test that was performed and failed with the original piston foam. However, when a test article, piston foam, was installed, a simulated therapy was completed without any issues. The original piston foam was removed and inspection revealed that the piston foam was deteriorated. The evaluation concluded that the cause of the failed rite was the deteriorated piston foam. The piston foam was to be scrapped. This issue is being further investigated through a CAPA. Should additional relevant information become available, a follow-up report will be submitted.